Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that pt was revised because osteolysis was found in her hip. The liner was explanted and replaced with an alternative one. Wear of the liner was also reported.